Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision of the implantable pulse generator (ipg) for an unknown reason. No additional information was available.

Manufacturer narrative:
Product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: 507429.